Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate form of insulin therapy.